Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a cardiac perforation occurred leading to the patient expiring one day post procedure. On (B)(6) 2024, a temporary pacemaker was implanted during the valve implant procedure and connected to an external pacemaker generator, confirming correct operation. The patient was then transferred to the ICU. The following day, the patient experienced hemodynamic decompensation and was diagnosed with cardiac tamponade secondary to a perforation at the site of the pacel. The patient was transferred to surgery for a pericardial window procedure, however, the patient expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and subsequent death remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a cardiac perforation occurred, and the patient expired one day post procedure. On (B)(6) 2024, a pacel catheter was placed during the valve implant procedure and connected to an external pacemaker generator. The catheter was placed without any difficulty. Following the procedure, the patient was transferred to the ICU. The following day, the patient experienced hemodynamic decompensation and was diagnosed with cardiac tamponade secondary to a perforation at the site of the pacel (anterior surface of the right ventricle). The patient was transferred to surgery for a pericardial window procedure, however the patient expired. There were no product performance issues with any abbott device.